Event description:
Reportedly on (B)(6) 2011, the physician observed that noise episodes were recorded in the memory of the associated ICD (ovatio dr, (B)(4); refer also to MDR:9610579-2011-00116). The physician asked for an analysis of these episodes.

Manufacturer narrative:
On (B)(4) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.